Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing two occurrences of missing components before use. The following has been provided by the initial reporter: when open the box customer found that grey stopper was missing from two tubes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing two occurrences of missing components before use. The following has been provided by the initial reporter: when open the box customer found that grey stopper was missing from two tubes.